Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage connectors were regreased, a filament calibration was performed and the (B)(4) software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was overheating and cutting on and off. The system was shutting down without command. There is no report of pt injury associated with this event.